Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope, scope having reduced angulation. The issue was found during the reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found dirt around forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to clogging of nozzle, water removal ability does not meet the standard value; light guide lens has a scratch; forceps elevator has foreign material; distal end has a scratch; acoustic lens has a scratch; adhesive on bending section cover or distal sheath is detached; bending section cover or distal sheath has slack; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to wear of angle wire, bending angle in right direction does not meet the standard value; due to damage on knob wire, forceps raising angle does not meet the standard value; connecting tube has a wrinkle; protector of universal cord on control section side has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.